Event description:
It was reported the pt experienced an infection post implant. The pt had the left side system explanted and, a PICC line had been inserted for antibiotics while at home. No other symptoms or outcome were reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.